Event description:
(B)(4). Continued joint pain weight loss, dizzy all the time, stomach pain gas, constipation, bloating , diarrhea painful periods bleeding through out the month longer lasting periods.